Manufacturer narrative:
Other contact phone number: (B)(6). Updated field: b4, g3, g6, h2, h6(medical device ¿ problem code, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse checked the machine and found that ECG waveform was not getting displayed properly. The fse inspected the iabp machine, it was observed that an ECG lead from another company (male connector) was connected to the getinge ECG lead via a female adapter. Due to this improper connection, the ECG waveform was not being displayed correctly and showed distortion. The issue was explained to the user department, and the incorrect connection was rectified by properly connecting ECG lead. After correcting the connection, the waveform returned to normal, and the issue has been resolved successfully. The fse performed all functional tests of the machine with passing results. The machine was observed on a system trainer for more than 2 hours. The equipment was handed over to the customer in good working condition.

Manufacturer narrative:
Due to characterization limit e1 event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that in cardiosave intra aortic balloon pump(iabp) ECG is not showing on display during routine check. There was no patient involved.